Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) was confirmed during event log review but not during the initial functional testing. Additionally, tcmid:07 (coolant temp high) error was not confirmed during event log review and the initial functional testing. The system temperature sensor connectors were cleaned and reconnected to address the issue. Visual inspection was performed and found no physical damage. A review of the event log was performed and tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages were noted around the reported event date. However, tcmid:07 (coolant temp high) error was not observed in the event log. Following the repair, the thermogard console passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console displayed tcmid: 05 (coolant diff failure), tcmid: 06 (ce post failure) and tcmid:07 (coolant temp high)error messages. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence information was available. No further information was provided.